Event description:
While performing a hiatal hernia repair and resection of gastric stricture, the physician was using an echelon 60 with a reload; it failed on the staple line. The stapler and reload were removed from the sterile field and a new stapler and reload were obtained. The portion of stomach that the staple load failed on was over sewn by the physician.